Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product remains implanted in the patient. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump (B)(4) in relation to the reported event. This included labeling/instructions for use, clinical evaluation, log review/analysis and review of manufacturing documentation. The reported event (high power) was confirmed via controller log files. Review of manufacturing documentation confirmed that (B)(4) met all requirements for release. Clinical factors that may have contributed to this event were not provided by the site. Based on review of the limited available information, there is no evidence to suggest that the reported event relates to a device defect. Product not available for return.

Event description:
This event involved a patient who experienced high watts approximately four months post heartware lvad implantation. The patient noticed a steady increase in the pump¿s flow/watts and was admitted to the hospital. While in the hospital the patient received one dose of tissue plasminogen activator (t-pa) and the pump¿s power and flows returned to baseline. The patient¿s ldh was trending downward. The patient was placed on a heparin and integrilin drip.